Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher or via breaking the hypotube (an alternative detachment method presented in the instructions for use); therefore, the physician attempted to remove the device. Upon removal of the device, the implant coil detached. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).